Manufacturer narrative:
Updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a 29mm aortic valve was explanted after an implant duration of 6 months due to endocarditis and vegetation. A 29mm was implanted in replacement. Per medical records the patient was admitted for for mrsa bacteremia and suspected endocarditis after an implant duration of 3 months, but covid infection was diagnosed. Thus, tee was not performed to confirm endocarditis. The patient was discharged to complete a 6-week course of IV abx. One month later the patient presented with pseudoaneurysm/para prosthetic root abscess, demonstrated on tee. The patient underwent redo-avr. Intra-op findings include vegetation on supra and infra valvular leaflet surface, mostly on left and non coronary cusps. Prior hemashield patch well endothelialized. Pseudoaneurysm cavity with patch dehiscence, no purulence or evidence of abscess along patch/pseudoaneurysm. Upon replacement tee showed normal functioning valve and no paravalvular leak. The patient was discharged home in satisfactory condition on pod #18.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. The device was not returned for evaluation, as it was infected with endocarditis. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional narratives: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device availability is unknown. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned from implant patient registry that a 29mm aortic valve was explanted after an unknown implant duration due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.